Manufacturer narrative:
Correction b5: describe event or problem: it was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) 28 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "an number of false positive samples are given in deferent bactec fx instruments and deferents drawers. Blood volume was within range, and all vails show a bubbles at the bottom. We checked the instruments all within normal temp. And the daily maintains done properly." D1: medical device brand name: bd bactec¿ peds plus¿/ f culture vials (plastic) h6: investigation summary customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. See h10.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) 28 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "an number of false positive samples are given in deferent bactec fx instruments and deferents drawers. Blood volume was within range, and all vails show a bubbles at the bottom. We checked the instruments all within normal temp. And the daily maintains done properly."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" fx, instrument top, packaged 28 falsepositive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "an number of false positive samples are given in deferent bactec fx instruments and differents drawers. Blood volume was within range, and all vails show a bubbles at the bottom. We checked the instruments all within normal temp. And the daily maintains done properly."